Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) migrated from under the shoulder blade of the patient, to up under armpit. The migration was discovered after a mammogram. The patient reported discomfort and is not able to put the arm down. The technical services (ts) recommended to contact the clinic. This s-ICD remains in service. No adverse patient effects were reported.